Manufacturer narrative:
(B)(4). It became disconnected on the single luer lock connector on the side closest to the blue tape. The device has not yet been returned to maquet for evaluation but only pictures are provided. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
Below is an email from the ecls coordinator describing the event: good morning - sunday evening we had an issue with our 3/8" va circuit that is currently on our patient - the circuit came disconnected from one of the connectors. This connection is one that is already tie-banded from the factory. Are these connections glued as well as tie-banded? There was air that entered the circuit and de-primed the pump. The patient was able to be stabilized while off of pump with medications and positive pressure ventilation via the ambu bag. The specialist was able to re-prime the circuit with the emergency prime line. I will be able to provide you with the lot number to the circuit once I return to my office. Please let me know what steps I need to take. Thank you. (B)(4).

Manufacturer narrative:
(B)(4). A review of the returned section of tubing has confirmed the reported event, however it was unable to confirm the malfunction based on the condition of the returned part of the device. We are unable to determine when this event may have occurred or determine a root cause. (B)(4). Follow up information- supplemental 1.

Event description:
Below is an email from the ecls coordinator describing the event: good morning - sunday evening we had an issue with our 3/8" va circuit that is currently on our patient - the circuit came disconnected from one of the connectors. This connection is one that is already tie-banded from the factory. Are these connections glued as well as tie-banded? There was air that entered the circuit and de-primed the pump. The patient was able to be stabilized while off of pump with medications and positive pressure ventilation via the ambu bag. The specialist was able to re-prime the circuit with the emergency prime line. I will be able to provide you with the lot number to the circuit once I return to my office. Please let me know what steps I need to take. Thank you, (B)(6).